Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown stem body separater from restoration mod set. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding fracture involving an unknown restoration modular body separator was reported. The event was not confirmed. The device was not returned for evaluation. Medical records were not provided for evaluation. Device history review could not be performed as the device was not properly identified. Complaint history review could not be performed as the device was not properly identified. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics.

Event description:
It was reported that the stem body separator failed to separate the stem and the body and broke in the process. The devices had to be extracted and a new stem and body were implanted. This resulted in a 15 minute delay. The procedure was completed successfully.

Event description:
It was reported that the stem body separator failed to separate the stem and the body and broke in the process. The devices had to be extracted and a new stem and body were implanted. This resulted in a 15 minute delay. The procedure was completed successfully.